Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery (rca) that had two areas of stenosis of 90 and 95%. Two balance middleweight (bmw) guide wires were advanced into the posterior descending artery to enhance support. Pre-dilatation was performed with a 3.0x20 mm voyager balloon catheter after which a mid-distal dissection was observed. The mid rca was stented with a 4.0x28 mm vision stent with good results and the proximal rca was stented with a 3.5x23 mm vision stent (somewhat undersized). Immediately after stent deployment the patient went into a state of shock hypotension and bradycardia. Contrast injection showed a grade 3 coronary perforation with blood emerging from multiple perforations in the proximal stented segment into the pericardial space. Patient went into cardiac tamoponade and cardiogenic shock instantly. Medications were administered and a 3.5x20 mm voyager balloon was inflated to occlude the perforated vessel successfully. A doc extension was attached to the bmw guide wire and the voyager was deflated while a 4.0x19 mm graftmaster stent was deployed in the proximal rca. The bleeding was significantly reduced; however, not completely. The patient was profoundly hypertensive. An intra aortic balloon pump (iabp) was inserted and her blood pressure was stabilized. The decision was made to drain the small amount of blood in the pericardial space by performing pericardiocentesis. Repeat visualization of the rca and the left coronary artery confirmed absence of bleeding. Iabp was removed approximately 5 hours post procedure. Patient was discharged to home and is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: balance middleweight (x 2); guide cath: 6f cordis; stent: 4.0 x 28 mm vision. There was no reported product deficiency. The reported hypotension and perforation are listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 3.0 x 20 mm voyager and 4.0 x 19 mm graftmaster referenced are being filed under a separate manufacturing report numbers.